Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurately erratic. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred approximately 2 months ago in the morning (exact date/time unknown). He reported blood glucose results of "120 and 90mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages his diabetes, nor was it specified what actions he took in regards to the alleged erratic results. On an unspecified date/time after the alleged issue occurred, the patient claimed he developed symptoms of a "dry mouth and frequent urination." The patient did not specify if he received any form of medical intervention due to the issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. The patient did not have the subject meter, test strips or control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.